Event description:
A patient was undergoing a CT scan of the chest. She had an 18 gauge IV started in the right external jugular in emergency department. A test bolus of 25 ml at 4 ml/sec was successfully given without any problems. During the actual test, the IV tubing burst. The radiology technician and nurse changed the tubing as the IV site was still accessible. The test was retried without any difficulty. However, the radiologist noted extravasation with images by the patient's neck. Patient experienced edema and swelling of the right side of her neck.